Event description:
It was reported that the customer's insulin pump had unresponsive buttons, and the time clock was not advancing. Troubleshooting was performed. The battery was removed for five minutes and the buttons still did not respond. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.